Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer questioned results for "more than 10 samples" tested for elecsys anti-tshr immunoassay. The customer provided data for 20 patient samples. Based on the data provided, 19 patient samples were erroneous. It is not known if the erroneous results were reported outside of the laboratory. It is not known which results the customer believes to be correct. No adverse event occurred. The anti-tshr reagent lot number was 14460302. The expiration date was not provided. Quality control results were acceptable. The customer visually checked the reagent pack and no problems were identified. The field service engineer (fse) visited the customer site and checked the instrument. No problems were found. Since the fse visit, the customer has not complained of any additional erroneous results. A specific root cause was not identified.

Manufacturer narrative:
Based on the calibration, quality control and analyzer performance check data provided by the customer, there is no indication of an issue with the analyzer. The analyzer was operating within specification.